Event description:
Per the clinic, the patient underwent surgery to correct skin flap necrosis on (B)(6), 2012.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; it is unknown if the patient was reimplanted with a new device.